Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that an asymptomatic patient was in clinic, during follow-up, when post-paced t-wave oversensing was noted. Programming changes and dft were recommended. Further actions will be discussed with the physician. No further information is available.